Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the damaged wall connection, which resolved the issue when the customer adjusted it.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with assistance provided by olympus technical support. In troubleshooting the problem with the reporter, it was determined a non-olympus connector on the wall, to which the cv-190 connected, was damaged; when the reporter moved the connector, the image was restored. Technical support directed the reporter to remove and reseat the cable on both sides and the error was released.

Event description:
A user facility reported to olympus that no image was produced and an error code was generated. There was no patient injury or harm, associated with the problem, reported to olympus.